Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30293330m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, they had delivered 5 min and 23 seconds of radio frequency therapy. The patient was under monitored anesthesia care when the anesthesia provider noticed that there was a drop in blood pressure, from 110 to 80 systolic. Physician was notified and a transthoracic echocardiogram was performed, which confirmed the pericardial effusion. A pericardiocentesis was performed and about 215 cc of fluid was removed from the pericardial space. Caller stated that the physician suspected there was a perforation, but no perforation or location was confirmed or seen on echo. Caller stated that a max of 40 watts was used during the procedure. The procedure was aborted at the time and the patient was transferred to intensive care unit (ICU) for observation. Patient remained stable throughout the procedure and is stable at this time. The drainage tubing from the pericardiocentesis was still in place at the time of the call. It was also noted that there was no effusion before the procedure was started. The patient¿s condition has improved. There is no further information about the hospitalization. The physician is unsure about the cause of the event but stated that possibly too much force being applied to the catheter in more sensitive areas of the heart. The event occurred during use of biosense webster, inc. Product. Transseptal was not performed. There was no evidence of steam pop. The irrigation settings were standard for smart touch sf (8/15ml). It is unclear how the force was visualized. The visitag module was used with the following parameters for stability 2.5 mm, 3 sec, fot25% 3g and ablation index for coloring.